Event description:
It was reported that the biomed stated that they did a touch screen calibration and now the screen of the arctic sun device was flipped, advanced set up button was now on the top left. Per additional information from ttm sheet received to bmd.cesc mailbox on 29jan2025, biomed needs tech support and calibrated the screen and now it was inverted. Per follow up information received via task on 06mar2025, no patient involved at the time of the malfunction.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is CAPA 2440507. The root cause of the situation is a bug in the gdu and incomplete instructions at axiomtek. Some of the assembly technicians use the gdu to rotate the screen orientation from 0 to 180 degrees during assembly for operational ease, since the arcticsun control panel is held upside down in the production jig. If the setting is not reverted to 0 degrees after assembly, it will cause flipped touchpoints. Screen setup parameters are not controlled and a bug in the gdu caused temporary parameters to be saved, which allowed this behaviour to occur. Labeling review is not required because labeling could not have prevented this issue. The DHR is addressed by existing CAPA 2440507. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.